Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) would not pace during the implant procedure. The physician re-inserted the lead into the header 3 times, but there was still no output. This new crt-d was then implanted with the same results. Technical services was then consulted and advised ensuring that the setscrews were tight. The device then paced appropriately. The first device that was attempted was then re-implanted and remains in service functioning appropriately. The second device attempted has been returned for analysis. In addition, this coronary sinus implantable lead was abandoned during the implant procedure, due to a dissected coronary sinus. The lead has been returned.